Manufacturer narrative:
The pump was not returned for evaluation. A correlation between the device and the reported stroke and subsequent patient outcome could not be conclusively determined. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The event date was estimated. The patients weight was not provided. Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year and 8 months. The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had a stroke on (B)(6) 2014. The patient was discharged to a rehabilitation center. The patient''s family decided to withdraw care. The patient expired on (B)(6) 2014.